Event description:
During a recent aaa procedure, the physician had difficulty releasing the suprarenal stent. The trigger wire was entangled in the suprarenal stent so the pt was converted to open surgical repair. The pt is doing well at this time.

Manufacturer narrative:
Eval: each zenith device is shipped with an instructions for use booklet that lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device was returned in a used condition. An examination of the device found a slight indentation in the top cap, where the trigger wire makes entry. This did seem to enter at an angle and produce stress on the top cap at some point . It is unk if this occurred during loading, shipping, or during the procedure and we do not know if this contributed to the difficulties encountered by the customer. The top cap was removed from the threaded tip and closely examined. There was nothing abnormal in appearance and the top stent was still loaded inside the top cap. Upon removal of the top stent from the top cap, everything appeared to be normal. There was nothing but biological matter found and the barb solder appeared to be the correct size and mfg to specification. An internal clinical review indicated that the event may have been caused by inadequate prod qual. Add'l info concerning the procedure has been requested, but not received. Therefore, root cause is not known. We will continue to monitor for similar events.